Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he decided to remove the dental implant at the installation surgery, because it was drilled a little bit more than the desired. The implant was not replaced at the same surgery.